Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following an unrelated surgical procedure wherein the device was not placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
A patient's ipg stopped communicating/ is inoperable was reported to abbott. The patient underwent an unrelated surgery where the patient's ipg was not placed into surgery mode. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.